Event description:
Customer reported she was hospitalized due to diabetic ketoacidosis. Customer stated the day prior to hospitalization the device kept alarming no delivery and she did a complete set change. Customer stated she does have a lot of bent sensor cannulas and went through three boxes. Customer's blood glucose was 612 mg/dl. Customer currently hospitalized and has been taken off the device. Symptoms were throwing up, diarrhea, high pressure, and felt she was going to pass out. Customer also stated she felt like she was having a heart attack. Blood glucose started at 540 mg/dl, then 612 mg/dl, and lowered it at one point to 434 mg/dl. The drive support was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer didn't have tubing clamp unable to perform high pressure test. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.